Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer to report ongoing low blood glucose (bg) events and a significant discrepancy between sensor glucose (sg) and bg readings. The event involved product(s) mmt-1884,mmt-332a,mmt-399a,mmt-7020la. The sg value was 138 mg/dl and the bg value was 26 mg/dl, resulting in a difference of 112 mg/dl, which is outside the target range. The low bg was treated with glucose tablets, juice, and glucagon. The customer was hospitalized for less than 24 hours. Troubleshooting was performed and the customer has type 1 diabetes and was using the insulin pump system with auto mode/smartguard active at the time and customer alleges pump is over delivering. The customer declined a sensor replacement at this time. No further customer complications were reported. Mmt-1884,mmt-332a,mmt-399a,mmt-7020la were not expected to return. Frn-mmt-332a-rsvr, unomed inf set.